Event description:
A medtronic representative reported that, while in a tumor resection procedure, the surgeon alleged a 3 inch inaccuracy after going sterile. The surgeon had performed a tracer registration. The site brought in a second sterile frame and flashed their non-sterile frame. They attempted putting both of these frames onto the vertek arm and the inaccuracy persisted. It was noted that they did not re-register, they only swapped out the frames. Medtronic representative confirmed that the pointmerge registration error metric was 1.8. The surgeon opted to complete the procedure without the use of the navigation system. After the conclusion of the procedure, the surgeon stated that more of the tumor would have been removed if accuracy had been good.

Manufacturer narrative:
(B)(6). Patient age not made available from the site. A medtronic representative, following-up at the site, reported replicating the alleged inaccuracy post-registration. The base of the vertek arm was rotated with the starburst. When covering the reported procedure, the surgeon did not tighten the vertek arm properly, allowing slippage. Recommendations were made to the site regarding proper tightening protocol with the vertek arm. Software investigation completed. Determined this was not a software issue. Per the medtronic representative, following-up at the site, the vertek arm was determined to be able to be moved without much pressure even in a locked position which would have changed the frame-to-patient relationship after registration and during the draping process. Software is functioning as designed. Suspect vertek arm not returned to manufacturer for analysis.

Manufacturer narrative:
(B)(4).